Event description:
Dealer stated the end user is having issues with the right brake engaging. Was not able to adjust cable may have frayed up inside. Lot number ck120720 (sold (B)(6) 2012). Still under warranty.